Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the rotator cuff repair procedure, two sutures were broken at the time of knotting, they were reviewed and the reason they broke was not the knotter. Two videos were provided. In the videos, it could be observed that the customer had a set of blue orthocord sutures, they were mentioning that the sutures were in a wet condition. They used a knot manipulator tool to pass the sutures through the hole and then applied tension and friction on the sutures which resulted in a frayed suture, however, none of the sutures were broken. According with the video review, this complaint can be confirmed. The possible root cause for the broken sutures can be attributed to an excessive force that was applied at the moment of tightening, also the act of frictioning the suture with an instrument can contribute to a suture damage. The complaint device was received and evaluated. Upon visual inspection, it was observed that the returned suture is broken, and there are three frays on the suture. A manufacturing record evaluation was performed for the finished device 8l09418 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the the visual inspection result, this complaint can be confirmed. The customer provided two videos which shows that they used a knot manipulator tool to pass the sutures through the hole and then applied tension and friction on the sutures and the result is a frayed suture. The possible root cause for the broken sutures can be attributed to an excessive force that was applied at the moment of tightening, also the act of frictioning the suture with an instrument can contribute to a suture damage. As per IFU: in handling this or any other suture material, care should be taken to avoid damage when handling. Avoid the crushing or crimping damage due to the application of surgical instruments such as forceps or needle holders. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the orthocord violet w/mo7 taprndl suture device broke at the time of knotting. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.